Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit had missing end cap sticker.

Event description:
It was reported that the insulin squirted out of the insulin pump during the manual prime process. The current blood glucose reading is 169 mg/dl. The drive support cap is missing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.